Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis and death due to patient "did not want to continue peritoneal dialysis" in an approximately (B)(6) male patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting consumer reported the following: on an unreported date in 2010, the patient developed peritonitis and was hospitalized. In (B)(6)2010, the patient decided that he "did not want to continue peritoneal dialysis" and was placed in hospice. On (B)(6)2010, the patient died. The cause of death was the patient "did not want to continue with peritoneal dialysis." Upon a follow-up call with the patient's nurse, the nurse stated that she agreed with the consumer. "The patient had peritonitis and due to his age (B)(6), the patient's body was growing weak." The nurse did not provide information regarding treatment prior to death. It was not reported whether an autopsy was performed. It was not reported whether the peritonitis resolved prior to death.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the mini-cap (gd875559, gd875575) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that during a laparoscopic esophagectomy the trocar was losing pnuemo. They completed the procedure with a new like device. There was no patient consequence reported.